Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the erbe. The technical support engineer (tse) viewed the system event logs and confirmed the error c-34. There was no reported patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34) was confirmed and reproduced. The unit will be returned to the OEM for repair. The front frame was found to be cracked. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.